Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted via the right upper arm on (B)(6) 2020. On (B)(6) 2020, detachment of the catheter connector from the catheter during flushing revealed that only the proximal segment of the catheter connector was connected to the catheter without using the oversleeve(distal segment of the catheter connector) in the placement procedure. On (B)(6) 2020, the catheter connector was re-connected properly using a catheter connector repair kit.